Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. During a laparoscopic hepatectomy, three devices were used. The tissue pad of the first device was partially separated about 2 hours after the start of the procedure. There were no fallen fragments. The user exchanged the first device for the second device and continued the procedure. The probe of the second device broke about an hour after use. The probe of the second device separated into two completely when a staff touched it outside the patient. Open circuit error occurred during the use of either devices. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the separation of the tissue pad on the first device.